Event description:
Event description boston scientific received information that this implantable transvenous defibrillation lead exhibited oversensing and had pacing impedance measurements greater than 3000 ohms. X-ray examination revealed insulation damage. There were no reports of pacing inhibition or other therapy delivery issues. No adverse patient effects were reported.